Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the procedure, the staple does not close on the skin. This problem was observed several times. The staples do not stay on the skin and fell off when the dressing is being changed. A second stapler from same reference and same lot number was used to complete the procedure". Education was provided via "face-to-face training at the surgery room and also provided written documentation, specifying the importance of the closing gap of the wound tissue before the applying the stapler". Per the customer, there is no further information regarding this complaint. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). The customer returned one unit of 52835 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that stapler was not returned engaged. The stapler was returned with zero staples remaining in the cover block, indicating that every staple was fired by the customer. Evidence of use in the form of biological material was present on the device. Functional inspection could not be performed as there were no staples remaining in the stapler. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was not confirmed based upon the sample received. The stapler was returned with no staples remaining in the cover block. For this reason, functional testing could not be performed, and the reported complaint could not be confirmed. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during the procedure, the staple does not close on the skin. This problem was observed several times. The staples do not stay on the skin and fell off when the dressing is being changed. A second stapler from same reference and same lot number was used to complete the procedure". Education was provided via "face-to-face training at the surgery room and also provided written documentation, specifying the importance of the closing gap of the wound tissue before the applying the stapler". Per the customer, there is no further information regarding this complaint. If additional information is received, the complaint file will be updated.